Manufacturer narrative:
The impella device was not returned for evaluation. A supplemental report will be submitted upon completion of the investigation. The failure mode is being monitored and trended.

Event description:
The user facility reported an impella cp in a (B)(6) male with acute myocardial infarction/cardiogenic shock. The team placed the cp but upon removal of the .018 wire, the wire broke. The team observed it in the aorta and outside of the pump itself. The pump was started but family later made choice to withdraw care. No additional information was provided.

Manufacturer narrative:
The investigation into the product damage (guidewire damage - great vessel) has been completed. The pump was not returned for investigation. The cause of the product damage (guidewire damage) issue was not determined since the product was not returned and sufficient clinical information was not provided. H.2 device evaluation was selected on the original manufacturer device report (MDR) and should not have been selected as that report was not a follow-up report. H.3 evaluation summary attached was checked on the original MDR inadvertently. H.10 the following statement was reported on the original MDR and should not have been: the failure mode is being monitored and trended.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-05764 was provided in sections b1, b5, d6, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.